Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended/retracted and turns within specification.

Event description:
It was reported that during the implant procedure, there was placement difficulty with the lead and the lead helix would not extend even after more than 30 rotations. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.